Event description:
It was reported that right ventricular (rv) lead measurements had changed: threshold went from 0.9 volts (v) to 2.4 v, pace impedance from 450 ohms to 764 ohms, and sensing from 16.7 millivolts (mv) to 9.9mv. At this point, all measurements were still in range, there were no stored episodes, and the patient only paced 1%. Additionally, isometrics showed nothing; thus, the patient was monitored. Additional information was reported indicating that this rv lead pace impedance has increased to out of range levels. There has still been no noise in sored episodes. Technical services discussed that this could be calcification at the tip. While the impedance measurement was noted to be oor, it was indicated that monitoring would be the likely plan. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.